Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an open colectomy, as the surgeon was closing the device, the anvil detached. The surgeon then reattached the anvil and the device was fired properly. The same device was used to complete the procedure. There was no adverse consequence to the patient reported. The device was discarded.